Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via phone that the micro tornado hand piece with hand control doesn't hold burrs. It requires an upgrade to 1.25. The issue was identified post-operatively. There was patient involvement but no impact on the patient or surgical delay was reported. The case was completed using a replacement device.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The complaint can be confirmed. The motor was corroded and did not run constantly, therefore the motor was replaced. The insulation resistance of the motor cable was out of tolerance, therefore the motor cable was replaced. The values of the keypad assembly were out of range and the contacts of the keypad assembly were corroded, therefore the hand control set was replaced. The o-rings were found to be defective, therefore they were replaced. The drill mounting mechanism was found to be defective, and was upgraded to address the reported failure. The o-rings were most likely damaged due to fair wear and tear after reuse of the device, and since they were damaged may have allowed fluid ingress into the device. Fluid contact with the motor and keypad contacts has the potential to cause corrosion of the motor and keypad contacts, therefore is a potential root cause for the motor and keypad contacts being corroded. The drill mounting mechanism was most likely damaged due to user mishandling. However, given the information provided we cannot discern a definitive root cause for the reported failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 05/30/2017 and passed all functional testing before being returned to the customer. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).